Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. Moisture damage was found on the lcd board and mother board. There was no frozen display during testing. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated that she jumped into the ocean with the pump on. The pump had moisture inside and was frozen. The insulin pump was returned for analysis.